Event description:
The plaintiff's atty alleged that the decedent experienced sepsis, myocardial infarction, and critical aortic stenosis on or about (B)(6) 2004 before expiring that same day after use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.